Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1788tc competitor implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that there was a big jump in the right ventricular (rv) lead impedance as well as an increase in capture threshold. An x-ray of the rv lead will be scheduled. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds and impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.